Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial covered distal release stent was received for analysis; the delivery system was not returned. Visual inspection was performed and it was found that the retention suture was broken on one side of the stent. No other issues with the stent were noted. The reported event of stent positioning issue could not be confirmed as this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. It is possible that the removal of the stent during the procedure contributed to the observed failure of retention suture detached. Labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, the reported failure of stent positioning issue is noted within the IFU as a potential adverse event related to the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on april 12, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 3-4cm malignant stricture in the left principal bronchus during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the distal end of the stent deployment suture wire became loose and the stent was deployed in an incorrect location. Reportedly, the stent was removed from the patient with forceps and another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code a1502 captures the reportable event of stent positioning issue. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 3-4cm malignant stricture in the left principal bronchus during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the distal end of the stent deployment suture wire became loose and the stent was deployed in an incorrect location. Reportedly, the stent was removed from the patient with forceps and another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.